Event description:
Healthcare professional reported right side "capsulorrhaphy and flip implant back into the correct position." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device is related to the reported event capsular contracture and flipping received on november 13, 2023, with lot number 3301864. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Flipping: unable to observe as it is not related to the device. Additional observations: deformation observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsulorrhaphy and flip implant back into the correct position," and capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/06/2023.

Event description:
Healthcare professional reported right side "capsulorrhaphy and flip implant back into the correct position," and capsular contracture baker grade iii/IV. Device has been explanted.